Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. This is one of two products involved with the reported adverse events and is associated manufacturer report numbers 3003742446-2011-00238 and 3003742446-2012-00168.

Manufacturer narrative:
Information received from the (B)(4) study indicated that a patient experienced a dissection after having a coronary artery stent implanted. The patient's history is significant for angina, hyperlipidemia, hypertension, smoking, (B)(6), interstitial cystitis, nephrogenic adenoma, and allergy to (B)(6). The indication for the index procedure was stable angina. The target lesion was the mid left anterior descending artery (lad). The lesion was described as 2.75mm in diameter, 12mm in length, 80% stenosed and de novo. The lesion was pre-dilated with a 3 x 15mm balloon at 12atm followed by the implant of a 2.75mm x 18mm cypher stent at 12 atms. The stent was post-dilated with a 3 x 8mm balloon at 12atm. A type c edge dissection occurred and was treated with the implant of a 3.0mm x 8mm cypher stent at 12 atms proximal and overlapping the initial stent. The reported residual stenosis was 0%. The event resolved without further sequel and the patient was discharged the following day. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Dissections are a known potential adverse event associated with coronary stenting. The IFU cautions that implanting a stent may lead to a dissection of the vessel distal and/or proximal to the stented portion. Review of the available information suggests that aside from the inherent risk of the procedure that, vessel/lesion characteristics may have contributed to the event. There is nothing to indicate that this event is related to the design or manufacturing process therefore no action will be taken.

Event description:
The report received from the clinical events committee (cec) for the (B)(6) study indicated that the patient had a peri-procedural pci event, classified as an mi.

Event description:
The report is from (B)(4) study. The patient was a (B)(6) male with a history of angina, hyperlipidemia, hypertension, smoking, (B)(6), interstitial cystitis, nephrogenic adenoma, and allergy to abacavir. Indication for the index procedure was stable angina. The target lesion was the mid lad. Vessel diameter was 2.75mm and the lesion length was 12mm. Lesion classification was b1. The lesion was de novo and 80% stenosed. The lesion was pre-dilated with a 3 x 15mm balloon at 12atm. A (B)(4) was deployed at 12atm. The stent was post-dilated with a 3 x 8mm balloon at 12atm. A dissection occurred. Post-procedure dissection grade was c. Post-procedure stenosis was 0%. A (B)(4) was deployed at 12atm, proximal and overlapping, to treat the edge dissection. The patient was discharged the following day.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient had a failure to cross during the index procedure, then during the second stage of the index suffered an mi, dissection and thrombosis and then three months post staged procedure suffered a non-stemi and thrombosis. This is an (B)(6) female patient with medical history including pci on (B)(6) 2010, dyslipidemia, hypertension, diabetes and pvd. The indication for the index procedure was known triple vessel cad with a positive functional study. On (B)(6) 2010, the 90% stenotic target lesion in the mid lad was treated. Direct stenting failed thus pre-dilation was performed and one study stent was successfully deployed in the target lesion. Delivery of a second study stent was unsuccessful, as the device would not pass the target lesion. Instead, on non-study stent was deployed distal to but overlapping the study stent for complete coverage of the target lesion. The core lab reported a 34% residual stenosis, no dissection and timi 3 flow with the following note: "successful pci of mid lad with two overlapping stents (one study stent and on non-study stent). A second study stent was unable to advance." Pre-procedure the hemoglobin was 10.9, post procedure the hemoglobin was 9.0. A non-complaint of bleed has been captured. The post procedure course was uncomplicated and the patient was discharged the following day on dual anti-platelet therapy. On (B)(6) 2010, the patient underwent elective angiography. The site reported a staged procedure secondary to extended fluoroscopy time at the index procedure. Source documents also reported that the patient had been complaining of recurrent angina symptoms. Per the interventional note, when the guide catheter was placed into the lmca injection of dye caused a dissection at the ostium resulting in a flap and interruption of blood flow into the dominant left coronary artery. Code blue protocols were initiated and poba was performed in the lmca with restoration of blood flow. One non-study stent was deployed at the lmca and extending into the lcx, as this was the larger caliber vessel. Angiography revealed complete restoration of timi 3 flow. Timi 3 flow was also noted in the lad. At this point, the patient was tachycardic with marginal b/p. The lm-lcx stent was post dilated, angiography revealed resolution of the dissection plane and timi 3 flow in the lmca, lcx and lad. Next, the ostial lad was treated with poba, the mid lad appeared to have a residual clot. There was a dissection plane created with the poba; however, timi 3 flow was maintained. Six non-study stents were unable to pass the lesion and were all withdrawn. Finally, one non-study des was successfully deployed in the mid lad; however, the stent was not significantly past the previously placed stents and it was deployed to cover a small section of the dissection plane. The final result was timi 3 flow with a residual approximately 15mm dissection plane that did not impede flow. At the completion of the procedure it was believed that the patient may require CABG surgery in the future. The core lab reported a 24% in-lesion and a 5% in-stent residual stenosis of the mid lad with timi 3 flow, no thrombus and the following comments: target lesion angio analysis performed after lm dissection improves. The stented segment looks patent. Unable to determine the reason of tlr as the complete procedure was not recorded. Ptca and stenting within the target lesion segment. Remote target vessel revascularization and non-target revascularization were performed. The patient was transferred to ICU with ventilator, iabp and vasopressors support. For this date, the site reported non-target revascularization for the lmca and distal lad. Post procedure, the ck was 126, the ckmb was not tested and the troponin was 1.55. The following day, the ck was 177 and troponin was 4.34. Later that day, the ck was 160 and the troponin was 4.57. No further enzymes are available. The ECG lab reported new, intermittent isolated atrial premature depolarizations, new, persistent atrial fibrillation, no new major st-t abnormalities and no q waves. Pre-procedure on (B)(6) 2010, the hemoglobin was 11.4, post procedure the hemoglobin was 8.6. The intubation was reported as traumatic resulting in large amounts of blood in the patient's mouth. The mouth was packed with 4x4's. Blood was also noted in the ng tube and the ett tube. Gastroenterology notes revealed a history of chronic anemia, recent decreased renal function and questionable gi bleed versus traumatic intubation as the cause for the decrease in hemoglobin. The patient was treated with prbc infusions. On (B)(6) 2010, the patient developed bradycardia and resulting hypotension. She was taken emergently to the cath lab for temporary pacing wire placement. At this time, the lmca stent was patent. The lad and lcx revealed timi 3 flow; however, there was a residual 95% stenosis in the mid lad with persistent dissection plane, as well as a known stable proximal 70-80% stenosis in the 1st om (previously noted in the catheterization note). The lvef was 55-60%. No coronary intervention was performed at this time. On (B)(6) 2010, the troponin was 0.70, no ck/ckmb were tested. Later, the troponin was 0.64. The following day the troponin was 0.74. No further enzymes are available. The ECG lab reported new intermittent anterior t wave inversions, no new q waves and inadequate tracing due to severe artifact. The hospitalization was further complicated by acute renal failure, sepsis, presumed aspiration pneumonia, and popliteal vein thrombosis. The patient improved and was discharged on (B)(6) 2010 on dual anti-platelet therapy. On (B)(6) 2010, the patient was admitted for acute angina. A CT revealed right lower lobe pulmonary embolus. The patient had been maintained on asa and coumadin; however, use of thienopyridine was not noted. A temporary pacing wire was inserted for heart block and IV anti-coagulation was started. (B)(6), the ck was 25, ckmb was 0.7 and troponin was 0.10. Later, the ck was 858, the ckmb was 109.7 and troponin was 19.36. 8/22, the ck was 818, the ckmb was 104.8 and troponin was 17.43. Later, the ck was 879, the ckmb was 98 and the troponin was 43.69. The ECG lab reported new intermittent isolated ventricular premature depolarizations, new persistent pr prolongation, new persistent complete right bundle branch block, new / recent intermittent anterior st segment elevations, new / recent intermittent anterior t wave inversions, and new anterior and anteroseptal q waves. Also noted was inadequate tracing quality due to artifact. On (B)(6) 2010, the patient was transferred to the study site facility. The troponin was 32.54, no ck or ckmb were tested. (B)(6) 2010, the ckmb was 2.8 and troponin was 7.2. The cec adjudication committee deemed this event an mi and probable stent thrombosis. On (B)(6) 2010, a pet scan demonstrated a large anteroapical, apical, inferoapical myocardial wall scar and likely a small area of anteroseptal ischemia versus peri-infarct ischemia. An echocardiogram revealed severe akinesis of the apex/anteroseptal wall and mild to moderate mitral regurgitation with an estimated lvef of 35%. During her hospitalization she was followed by nephrology for acute renal failure. The patient had dual chamber ICD implantation during this admission. On (B)(6) 2010 the hemoglobin was 11.8; on (B)(6) 2010 the hemoglobin was 9.2. No event of bleeding was noted and the patient was not treated for this change. On (B)(6) 2010, the patient was admitted into the ER for worsening chf and an accidental fall. Dual anti-platelet therapy had been ongoing. A CT revealed a small area of acute / subacute infarction. No hemorrhage was noted. Rehabilitation was done and, on (B)(6) 2010, right internal carotid stenting was performed. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15095437 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. No corrective action is required at this time. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. The patient was maintained on an asa and plavix regimen as per the IFU. Review of the limited information does not suggest what other factors may have contributed to the reported event. This is one of two products involved with the reported adverse events and is associated manufacturer report numbers 3003742446-2011-00238 and 3003742446-2012-00168.